Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient experienced a loss of stimulation and the implantable neurostimulator (ins) was not helping as much with her tremors and balance. The issues began occurring after the patient's unrelated hip surgery in (B)(6) 2016. The patient noted she turned the ins off before the surgery and was able to turn it back on a short time afterwards. Additional information has been requested regarding health care provider (hcp) notification, cause, intervention, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received indicated the patient had an appoint with their hcp on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.